Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer¿s blood glucose level. Cts instructed various troubleshooting steps such as confirming the pump was not plugged in, pressing certain buttons, and using different charging sources, but the issue remained unresolved. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.